Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. . No related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis of the pulse generator found it to be operating in backup mode. Following a firmware download, the device exhibited normal characteristics. (B)(6).